Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was reprocessing a device that was not validated with the endoscope reprocessor. The IFU contains the following statements regarding correct use of the device: -"use this equipment in combination with ancillary equipment listed in ¿system chart¿ in the appendix. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction." -"olympus has not tested the efficacy of cleaning and high-level disinfection on this equipment in combination with endoscopes that are not listed on the ¿list of compatible endoscope/cleaning tube<oer-pro>¿. If a nonlisted endoscope is reprocessed using this equipment, be sure to validate in advance that entire part of endoscope including internal channels can be effectively cleaned and high-level disinfected, and it can maintain the function of the endoscope without damage or degradation. Furthermore, verify this reprocess method is appropriate for the endoscope." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus service representative advised the customer that the savary dilator has not been validated for use in the oer-pro unit. The olympus representative further advised the only items that are validated for reprocessing in the oer-pro unit are listed in the oer-pro list of compatible endoscopes/connecting tubes chart. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the needle portion of a savary dilator was damaged during reprocessing using an endoscope reprocessor. No patient death, injury, or infection was reported due to this event.